Manufacturer narrative:
(B)(4).

Event description:
It was reported the t's simultaneously deployed. A backup device was readily available. There were no delays or patient injuries reported.

Manufacturer narrative:
Visual assessment of the device shows no ts or suture remain on the insertion needle or were returned for examination. The distal end of the depth limiter is damaged/crumpled. This condition is consistent with over penetration during deployment of t1 which resulted in t2 being stripped off the needle. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.